Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ll w/ndl 20x1 rb experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 309644 batch no.: 4139688. Clarification: upon speaking with the customer, he reported the box was ripped, syringes were missing and there was a big blue sticker on the box. He could not determine if the box came from a distributor or bd that way. He states he still has the box and will return for investigation. Verbatim: a user facility biomedical technician reported to customer service that when they took the syringe out of the box it was broken in the wrap. There was no patient involvement, no patient harm or adverse event reported at intake.

Event description:
It was reported that an unspecified number of syringe 10ml ll w/ndl 20x1 rb experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 309644 batch no.: 4139688. Clarification: upon speaking with the customer, he reported the box was ripped, syringes were missing and there was a big blue sticker on the box. He could not determine if the box came from a distributor or bd that way. He states he still has the box and will return for investigation. Verbatim: a user facility biomedical technician reported to customer service that when they took the syringe out of the box it was broken in the wrap. There was no patient involvement, no patient harm or adverse event reported at intake.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.